Event description:
It was reported that the power load cot. The fastening system was stuck about 3/4 of the way into the vehicle with a patient on board. This was due to debris that was caught in the transfer rail. There was patient involvement; however, no adverse consequence was reported.